Event description:
The device was returned to the manufacturer for a recall upgrade. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the battery release and battery drawer contaminated and the board connector cable out of specification. Two side bails were also missing, and the ring cover, two side bail covers, and the upper and lower cases were broken.